Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 60071ud00, however, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 60071ud00 was identified.

Event description:
The customer observed imprecise ft4 results on the alinity I processing module for one patient. The results were not released. Sample interference was suspected so the customer performed scantibodies treatment on the serum and repeated the sample with a difference in results. The following data was provided: sid (B)(6) initial tests on (B)(6) 2024 alinity results(before treatment): ft4 processed initially on serial number (B)(6)= 29.19 repeated on serial number (B)(6)= 26.56. Roche diagnostics results not treated: ft4 = 15.7 pmol/l (reference range: 12.5 - 23.0). Results after scantibodies treatment processed on (B)(6) (results were as expected and released): ft4 = 57.0 pmol/l (reference range: 12-25) there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecise ft4 results on the alinity I processing module for one patient. The results were not released. Sample interference was suspected so the customer performed scantibodies treatment on the serum and repeated the sample with a difference in results. The following data was provided: sid (B)(6) initial tests on (B)(6) 2024 alinity results (before treatment): ft4 processed initially on serial number (B)(6) = 29.19 repeated on serial number (B)(6) = 26.56. Roche diagnostics results not treated: ft4 = 15.7 pmol/l (reference range: 12.5 - 23.0). Results after scantibodies treatment processed on (B)(6) ((results were as expected and released): ft4 = 57.0 pmol/l (reference range: 12-25) there was no impact to patient management reported.